Event description:
Patient had a cvc and suddenly when they gave a drug in it the patient had pain in the area around the cvc. After x-ray they discovered a leak from the catheter. They took it out.

Manufacturer narrative:
The complaint of catheter leakage is unconfirmed. Gross visual and microscopic examination and tactual and functional testing showed no defect or damage that demonstrated a lead in the catheter. Microscopic examination shows the distal end of the catheter with a smooth and striated vencer. These traits are evidence tha the tubing had been cut with a sharp instrument. Probably to facilitate placement length. The complaint incident could not be replicated in the lab setting. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This results in solutions administered through the catheter exiting the catheter's distal tip and traveling back up the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. A lot history review (lhr) of huwh1745 showed no other similar product complaint(s) from this lot number.